Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation not associated to a low vault. In a separate visit the lens repositioned but did not resolve the problem. At a later date the lens was exchanged for a replacement lens of longer length. The problem was resolved. Cause of the event was reported as unknown.

Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
H3 - device evaluation: lens was returned in micro-centrifuge vial, dry. Visual inspection found optic deformed and haptic deformed and stretched out. Dimensional inspection found the lens to be within specifications. Claim (B)(4).